Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error during the rewind process. There were also prior instances of the motor error alarm found in the alarm history. The patient's blood glucose was reported as normal. No further details were provided, and no products were returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind test due to leaking oil on the motor home switch also, unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.